Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks with 1 syringe of skinvive¿ by juvéderm®. 9 days post injection, the patient began to experience nodules on their cheeks. Hcp states there are "four big hard raised nodules and one of them got infected and formed pus". 3 days after symptom onset, the patient was treated with a hylenex/saline mix, massaging the area, clindamycin, a medrol dose pak, zyrtec, and bactroban ointment. No diagnostic testing has been performed. The symptoms are ongoing.